Event description:
Customer reported the system displayed an ma error, would not fluoro and shut down during a spine procedure. Another system was brought in to finish the procedure. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and performed ma null, and filament calibrations. System operates as intended.